Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011820 - the dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, it had to be removed because the patient was in pain. No further information was provided.